Manufacturer narrative:
Valleylab force fx electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A video was provided and reviewed. An evaluation of the video provided by the user confirmed the report on incorrect cutting wire orientation. In the video provided, the cutting wire exhibited twisting and exited the scope in the 9 o'clock direction. When bowed, the cutting wire oriented in the 12 o'clock direction. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The provided video confirmed the report. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc protector sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. As reported to customer relations: at the time, to try to cannulate, the first sphincterotome had a bad orientation [incorrect cutting wire orientation] (see MDR 1307905-2018-00405). So, the assistant threw it away and opened a brand new tri-25m-p [tri-tome pc protector sphincterotome] which had the same problem [incorrect cutting wire orientation] (subject of this report). Finally, the physician tried to cannulate with hpc-2, [huibregtse single lumen needle knife]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.